Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels between 500mg/dl and 600mg/dl. Customer treated his high blood glucose levels with the insulin pump. It was also reported that the customer had sensors with bent cannulas. Troubleshooting occured. No additional information was provided.